Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. Lm reported that the most probable cause for the reported event is as follows: it is presumed that lamp b malfunction was confirmed by the advice of the servicing personnel, and that it became unlit due to the failure or the service life of lamp. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Confirmed that there was no variation.

Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. Tac advised the customer to install lamp a on the b side and then see if it ignites. Tac explained if it does, then the lamp just needed to be replaced. Tac advised that the lamp model: md-151 could be ordered. Tac informed the customer the ¿lamp position¿ error was typical when the slider in the middle of two lamps. The technical assistant followed up with the customer and was informed the lamp issue was resolved by replacing the worn lamp in the b socket. The unit will not be returned for evaluation, therefore the cause of the reported event cannot be determined at this time. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that the spare lamp did not work and a ¿lamp position error¿ was observed. There was no patient involvement reported.